Event description:
Profiler would inflate, not deflate.

Manufacturer narrative:
Conclusion: the complaint investigation is confirmed. The complaint sample was returned partially deflated, in one piece with the syringe. The balloon was fully inflated with some resistance. The balloon could not be deflated. The catheter shaft does not appear to be stretched. Then distal tip of the balloon was cut off the shaft moved freely, indicating that the tact was not in place. The ro market is not in place and the outer tubing is folded down on itself. It appears as if the balloon would not deflate due to the outer tubing folding down on itself, obstructing the flow. Prior to release the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. A review of the manufacturing records indicated that all of the device specification and quality requirements were satisfied. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.